Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the machine was disconnected. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was not connected. The field service engineer stated that there had been an issue with the line, which required information technology (it's) involvement. After it got the system running, tsc had to be brought in to bring the station online. The sync was successful. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was disconnected. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.